Event description:
It was reported to boston scientific that a cre wireguided dilatation balloon was used in an esophageal dilation procedure on (B)(6), 2015. According to the complaint, during the procedure, part of the device's exit marker detached inside the patient. The physician retrieved the piece with a retrieval basket, then switched to another cre wireguided balloon to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Event description:
It was reported to boston scientific that a cre wireguided dilatation balloon was used in an esophageal dilation procedure on (B)(6) 2015. According to the complaint, during the procedure, part of the device's exit marker detached inside the patient. The physician retrieved the piece with a retrieval basket, then switched to another cre wireguided balloon to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.